Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer has generated erratic rubella igg results on two patient samples. On (B)(6) 2010, the results for patient #2 were in the gray zone at (B)(6). One month previous the result was (B)(6). The account retested the previous frozen sample and the result was (B)(6). The qc was in range. There was no adverse impact to patient management reported.